Event description:
The customer reported that the system displayed the error message: failure in security lock does not emit. No patient injury was reported.

Manufacturer narrative:
(B) (4). Results - error code displayed. The ge service representative repaired the ps1 power supply. The system operates as intended. (B) (4)